Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that charging bay one displayed a red warning light with all battery devices and charging bays three and four displayed a red warning light with power module device. The assignable root cause was determined to be due to normal wear on electric components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the red triangle light on the universal battery charger device would not go off when used with the battery device during charging. During in-house engineering evaluation, it was observed that charging bay one displayed a red warning light with all battery devices and charging bays three and four displayed a red warning light with the power module device. The event was not reported to have occurred during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.